Event description:
The customer reported to olympus that the evis lucera elite video system center had an occasional black screen on power-up and the host panel did not light up. The issue was found during reprocessing after the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty circuit board. Additional front panel indicators did not light due to a faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 (add procedure was completed with another device) and g2 (in g2 health care professional must be unchecked) additional information h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
Procedure was completed with another device, but it is unknown if it is a different or a similar device.